Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genitourinary chlamydia infection and uterine fibroid. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anaemia ("anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), flatulence ("excessive gas"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraine /headache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, anaemia, dyspareunia, fatigue, flatulence, urinary tract infection, vaginal discharge, abdominal pain, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, dyspareunia, fatigue, flatulence, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011, (B)(6) 2010. 3 coils were visible on the right and 3 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genitourinary chlamydia infection and uterine fibroid. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anaemia ("anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), flatulence ("excessive gas"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraine /headache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, anaemia, dyspareunia, fatigue, flatulence, urinary tract infection, vaginal discharge, abdominal pain, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, dyspareunia, fatigue, flatulence, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011, (B)(6) 2010. 3 coils were visible on the right and 3 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 11-sep-2020: pfs received- event medical device removal was deleted. New event abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia),anemia, dyspareunia (painful sexual intercourse), fatigue, excessive gas,urinary tract infection, hair loss, pelvic pain, abdominal and vaginal discharge were added. Lab data , reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical devic removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011, (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received-event injury nos to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.